Event description:
Within months developed severe anxiety, increased depression. Ongoing since implants hair loss, muscle fatigue, chronic neck and shoulder pain, worsening lower back pain, memory loss, lack of focus, brain fog, increased insomnia, increased anxiety and depression, weight loss, sjogrens syndrome, ra, kidney stone, cyst on kidney, parathyroid problem, swollen lymph nodes, inflammation, unexplained rashes and bruising, food intolerances, fibromyalgia, chronic fatigue, limb numbness, spinal changes, acid reflux, sinusitis. FDA safety report ID# (B)(4).